Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set became disconnected from the pt line of the homechoice set during therapy. Baxter's technical svc ctr assisted the home pt in ending therapy early. The home pt was administered vancomycin prophylactically as a result of this incident.